Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed based on evaluation of the returned device. Method & results: visual inspection: product evaluation and results: visual inspection: the device was returned for evaluation. The flexible portion of the shaft appears to be broken/damaged. The threads are twisted and bent out of shape. Examination of the returned device with engineer indicated that a fracture is observed on the instrument consistent with an overload condition in addition to in-service use. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were returned for review. Device history review: could not be performed as lot code information provided was a supplier code. Complaint history review: could not be performed as lot code information provided was a supplier code. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
During a dsa trident accolade ii total hip replacement surgeon was using the flexible drill shaft and drill bit to drill a second screw hole in the trident hemispherical shell when the flexible drill shaft broke. She retrieved the pieces of metal she could see. We then opened a competitor's reflection drill bit to complete the drill hole and completed the fixation with a 30mm screw. The total hip was completed. On the post operative x-ray it was noted that there were two circular shapes consistent with the pieces of the broken drill shaft that were removed at the time of surgery.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a dsa trident accolade ii total hip replacement surgeon was using the flexible drill shaft and drill bit to drill a second screw hole in the trident hemispherical shell when the flexible drill shaft broke. She retrieved the pieces of metal she could see. We then opened a competitor's reflection drill bit to complete the drill hole and completed the fixation with a 30mm screw. The total hip was completed. On the post operative x-ray it was noted that there were two circular shapes consistent with the pieces of the broken drill shaft that were removed at the time of surgery.